Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the number of missing elements exceeds the standard value due to physical damage to the ultrasonic probe¿s transducer array, likely caused by impact, excessive pressure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited adhesive around objective lens was peeled. There was no patient involvement.